Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with all bedside monitors (bsms). The bsms were hardwired to the cns. The customer resolved the issue by shutting down all bsms for one minute then powering them back on. All units came back into communication with the cns except one; however, that bsm was plugged into the wrong port. Once the unit was plugged into the correct port, the issue was resolved. The cns logs were requested. No patient harm or injury was reported. Investigation summary: customer performed troubleshooting steps and rebooted all the bsm devices. Communication was restored; however, one device was plugged into the wrong port. Customer changed device to the correct port. Issue resolved. Nihon kohden technical support (nk ts) requested the cns logs. Review of the logs confirmed one minute of communication loss on the bsm devices. The user should always familiarize themselves with the possible causes and solutions to these comm loss situations. As suggested by the nka investigation, the most likely cause is an interruption to the facility's network. Review of the customer's troubleshooting actions reasonably suggest a user error failure mode. The bsm device was incorrectly plugged into the wrong port, causing communication loss with the cns. Review of the serial number history does not show a recurrence of issue. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message on a bsm could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): multiple bedside monitors (bsm's): model #: bsm-6000. Serial #: ni.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss. The bedside monitors were hardwire connected to the cns. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) over the weekend. The bedsides in comm loss were bsm-6000's that were wired. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss (comm loss) over the weekend. The bedsides in comm loss were bsm-6000's that were wired. The customer resolved the issue by shutting off all the bsms for a minute and powering them back on. All the units came back except for one; however, this one bedside was plugged to the wrong port. Once the unit was plugged to the correct port, it was working again. The cns logs have been requested. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.